Manufacturer narrative:
The pump failed the displacement test due to an out of phase motor encoder signal. No alarm was noted during the rewind process. The pump was received with a cracked case at te display window corner, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported the insulin pump was alarming with a motion sensor test failure. Customer's blood glucose was reportedly within normal range. Customer was advised the device would be replaced and agreed to return the product for analysis.